Event description:
It was stated that the customer was treated for high blood glucose levels. The reported blood glucose reading was 454 mg/dl. It was stated that the insulin pump kept alarming no delivery during bolus attempts, therefore, the customer had to be treated with an injection. Troubleshooting was performed, and the insulin pump failed the high pressure test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.